Manufacturer narrative:
Device identifier # (B)(4). The returned unit did not meet all specific functional test. The hex bushing was worn and needed to be replaced; general maintenance and cleaning required. The device was manufactured in 1995; the device exceeds its expected life of 7 years. The complaint was confirmed. The complaint was likely caused by wear and tear over time. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2000 mayfield 2000 skull clamp had movement when applied to the patient. It also had excessive movement between the main clamp body and ratchet extension. Additional information received on 16aug2019 indicated that the event happened on (B)(6) 2019 during a posterior cervical laminectomy infusion procedure. The patient was initially positioned prone for the surgery. The patient was not re-positioned at any time during the surgery. There was no patient injury and delay in surgery noted. The procedure was completed.